Manufacturer narrative:
Patient experienced peritonitis on an unknown date in (B)(6) 2016. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach occurred when the patient dropped their transfer set in the toilet. The patient was hospitalized for the event and was treated with an unknown oral and intravenous antibiotics. Approximately two months following onset, the patient recovered from the event and was retrained on proper aseptic technique. Pd therapy was ongoing. Additional information is not available.